Manufacturer narrative:
(B)(4).

Event description:
Procedure type: vascular. According to the reporter: the vessels were damaged due to the instrument double firing and scissoring the vessels. How the vessels were repaired was not known. Bleeding occurred but the amount of cc was not known. The case was delayed approximately 10 minutes.